Manufacturer narrative:
Hill-rom initiated a field corrective action, internally known as "mod 414" which will replace the siderails with corrected units. The siderail was replaced to repair the bed.

Event description:
Alleged the weld is cracked on the left siderail. He indicated, the siderail would still latch.